Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was failing to capture and exhibited high pacing impedance. The rv lead was not used. The physician continued to use another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and failure to capture were not confirmed. A complete lead with stylet inserted was returned in one piece. Electrical testing, visual inspection and x-ray examination were normal with no anomalies found.